Manufacturer narrative:
During investigation of the monitor a reportable malfunction was found. The monitor was unable to power on. The cause for the failure was isolated to low output on the u6 component of the computer/analog pca. The root cause for the defective u6 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.